Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump will not power on. The patient denies water exposure, but cannot guarantee sweat has not gotten into pump. The patient stated that the keypad was torn. The patient reported that the battery was changed several times and the pump did not power on. The patient confirmed there was no damage to the battery compartment or the battery cap. This report is made based on the allegation of the power issue.